Event description:
It was reported that the device has intermittent battery issues. On start of up of device, the battery indicator will show n/a on the display and then sometimes switch to a % life. When connected to exterior power with cord, pump functions correctly (tested flow test), but once unplugged the pump locks out with a continuous alarm stating pump motor phase b post. In the alarm history there were pump motor phase alarms and a base not responding alarm. There were no battery alarms. Battery was changed and charged, and the issue persisted. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A review of the event history found several events for motor drive errors and base communication issues. A visual inspection found corrosion on the interconnect board from possible liquid ingress. The plunger lever was misaligned and the tamper seals were missing indicating the pump had been disassembled and incorrectly reassembled. All damaged, worn and missing parts were replaced. The sensors were attempted to be recalibrated but the size and position values would not read within spec. The potentiometers for the syringe size and plunger position were replaced. After replacement, all sensors were calibrated within spec. Service history identified that no previous repair has been noted in the last 12 months.